Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed.  Upon investigation the response button covers were missing and the front response button was not functional. The cause for the failure was a damaged response button dome switch. The root cause for the damaged switch could not be positively identified.   No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were non-functional.